Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient body. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported patient effects of stroke and death are known adverse events listed in the rx acculink instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported via a trial that the patient experienced a stroke with hemiparesis and aphasia during the carotid stenting procedure with the xact stent in the left internal carotid artery. The patient had approximately 50% stenosis in the right internal carotid artery that was not treated. Post procedure, the CT scan of the head found that the patient had a large infarct in the left main and anterior cerebral artery distributions. The patient's family made her a do not resuscitate and do not intubate. The patient expired five days post procedure. An autopsy was not performed. The death certificate indicates the causes of death as hypertension, acute stroke, and carotid stenosis. There was no additional information provided.